Manufacturer narrative:
Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely elevated sodium (na) result on a dimension vista 500 system. Hsc has reviewed the information provided by the customer and the dimension vista 500 instrument data. No errors were observed in the instrument data file. Quality control (qc) was out of range during the time of the event. Quality control values returned to acceptable range after the customer cleaned the integrated multisensor technology (imt) drain and probe. The cause of the event is unknown. A potential product issue has not been identified. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated sodium (na) result was obtained on a patient sample on a dimension vista 500 system. The result was reported to the physician(s). The same sample was reprocessed on an alternate dimension vista system and a lower result, considered correct, was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated sodium result.